Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported no therapeutic benefit. The patient stated she was still wetting himself at night. The patient noted it seemed to work sometimes and other times not. The patient did not feel stimulation and therapy was not on. The patient stated stimulation is on, but was at 0.0 v. The patient increased stimulation to 0.5 v and felt stimulation in the correct area. It was noted the situation was not resolved. Additional information from the patient¿s spouse reported they were able to connect and the patient was on program 3 on 0.0 amplitude. The consumer noted the stimulation was off. The consumer also reported the same symptoms as previously reported. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.